Manufacturer narrative:
The pump was returned to moog medical devices group and was received on 08/13/2009 and consequently evaluated. A visual examination and a volumetric accuracy test confirmed that the platen/door latch was bent/damaged, which results from being dropped. Results: the pump being dropped directly caused the platen/door latch to bend, this causing the overinfusion. Conclusions: the bent platen likely contributed directly to the event. Reference field correction tracking number: 2031921-2008-001-c.

Event description:
Pump over infused phentanyl citrate (B) (6). Anesthesiologist noticed that the bag was emptying faster than it should. Details provided by staff rn.